Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the reported fault was likely a result of insufficient cleaning. Additional non-reportable malfunctions were found during device evaluation are as follows: the grip, and switch box had a scratch, air/water cylinder (aw-cylinder), and suction cylinder (s-cylinder) had no color, due to a pinhole on connecting tube the water tightness was lost, due to a chip on c-cover the insulation resistance value at distal end did not meet the standard value, due to damage on bending tube, u/d knob did not move smoothly, image guide (ig) protector had a cut, light guide (lg) lens had a crack, adhesive on bending section cover (a-rubber) had white-clouded area, and the universal cord had a wrinkle. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a broken cable. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, there was white foreign material was found inside the air/water (a/w) cylinder and tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material in air/water channel could not be identified. It is likely the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at control section. However, a definitive root cause could not be determined. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 ¿preparation and inspection¿. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.